Manufacturer narrative:
An outside of the united states (ous) customer contacted siemens customer care center to report discordant high results that were obtained on five patient samples on the cn-3000 instrument. Siemens is investigating. Note: dade innovin is marketed in the united states under material number 10873566. The 510(k) number documented in section g4 is for this product.

Event description:
The customer reported the observation of discordant increased pt (prothrombin time) inr (international normalized ratio) results obtained on five patient samples measured with dade innovin on the cn-3000 instrument compared to repeat testing. It is unknown whether patient results were reported to the physician. Patient sample testing was repeated as quality control results were out of range and invalidated the initial run. There are no known reports of patient intervention or adverse health consequences due to this discordant results.

Manufacturer narrative:
Siemens filed the initial mda 9610806-2025-00035 on 2025-09-03. Additional information 2025-09-30: investigation result: the information provided was reviewed. Based on the data analysis the issue is deemed to be a single event, rather than a systemic issue related to the cn series or the reagents, based on the following observations: the issue was limited to a single reagent vial. After replacing it with a new vial, there is no information that the issue has recurred. No abnormalities related to the issue were detected on the device side. The reagent is performing according to specifications. No further evaluation of this device is required.